Event description:
It was reported that an unspecified bd¿ syringe had foreign matter inside the barrel. Customer¿s verbatim: ¿ after opening the unit package, it was found that the barrel with foreign matter and not used on patient.¿

Manufacturer narrative:
H.6. Investigation: bd has not been provided photos or samples for an unknown hypo needle to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR could not be performed as the lot# is unknown.

Manufacturer narrative:
The manufacturing location for this product is unknown. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified bd¿ syringe had foreign matter inside the barrel. Customer¿s verbatim: ¿ after opening the unit package, it was found that the barrel with foreign matter and not used on patient.¿